Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The reporter indicated that the patient has had issues with kinking right at the driveline exit site and some slight worsening of driveline discharge. No alarms or mechanical problems were noted. It was noted that part of the issue is due to the positioning of the system controller it would constantly press against the exit site. The pt is very active and had tried other vests/ holders and nothing has helped. A review of the submitted log file to the MFR did not contain any abnormal alarms or events. The driveline issue appeared to be cosmetic at this time. There was no indication that the reported issue caused or contributed to a serious injury.